Event description:
The customer reported the system would not fluoro during a spine case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the ps1 power supply. System operates as intended. (B) (4).